Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that could have contributed to the reported issues. A review of the complaint history did not identify any similar incidents. Based on the available information, a cause for the difficult clip deployment could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult clip deployment it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to inserting the device, it was noted the patient had a restricted posterior leaflet. Two clips were successfully implanted without issues. To further reduce mr, an xtw clip was inserted and the leaflets were successfully grasped. The clip was attempted to be deployed, but after retracting the actuator knob, the clip would not release from the mandrel. Troubleshooting was performed and the clip was able to be deployed without causing damage to the patient. Mr was reduced to a grade of 2; therefore, no additional clips were implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.